Event description:
A potential product issue has been reported with our mevatron kd-2 linear accelerator. In the abundance of caution this issue is being reported. No mistreatment occurred and there was no injury reported. Mlc leaves are not in required position. If you compare the field history with the mlc setting there is a difference in the field. Preliminary risk analysis is complete. Root cause is pending investigation. Initial corrective action is to be evaluated based on final investigation report and corresponding adequate actions is to be performed final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 2 (moderate). Reason: irradiation of a pt with the mispositioned leaf during one treatment field and one fraction (as reported by the customer) may cause a larger / smaller area to be irradiated (in the complaint case with a dosimetric error of < 1%). This may cause a minor to moderate injury. Probability: d (occasional). Reasons: will probably occur at least once. Affected other products: none.